Event description:
The customer received questionable low hdl-cholesterol plus 3rd generation results. Of the data provided for three patient samples, only the results for one patient sample were discrepant. The initial result was 5 mg/dl and was reported outside the laboratory. The sample was repeated on (B)(6) 2015 and the result was 45 mg/dl which was believed to be correct. The patient was not adversely affected. The reagent lot number was 60076001 with an expiration date of (B)(6) 2016. The field service representative could not determine a cause. He checked the module water and vacuum pressures, checked the rinse volumes for washing the cells, checked the probe alignments and ran a check of the probes. He changed the sample and both reagent probes. He ran additional checks which were acceptable and ran samples whose results matched.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. As no further issues occurred after the service visit, it was likely resolved by the service actions.